Event description:
Procedure: sils/lap chole. According to the reporter: a piece of the device broke off and was removed from pt cavity. The device was replaced by surgeon and the case was continued.

Manufacturer narrative:
(B) (4).